Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer attempted to deliver a bolus the pump still displayed the delivery screen from the previous bolus that had been delivered. Tandem technical support reviewed pump logs and was unable to verify the reported issue. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received. In addition, it was reported that the customer had elevated blood glucose levels reaching over 300 mg/dl. Customer delivered a manual injection to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with customer's health care professional.